Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was defective. The following was reported by the initial reporter with the verbatim: : ¿pinch clamp is misaligned and deformed.¿

Event description:
It was reported that bd alaris pump module smartsite infusion set was defective. The following was reported by the initial reporter with the verbatim: ¿pinch clamp is misaligned and deformed¿.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of other - defective component could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 22099331 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.